Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on the shock electrogram (egm). Technical services (ts) reviewed the reports and confirmed that the noisy signals are only present on the shock channel. Ts also noted that the right ventricular (rv) lead channel exhibited low amplitudes. Ts stated that the shock channel records unipolar signals, which could result in myopotential noisy signals. Ts suggested troubleshooting actions to evaluate lead integrity. The health care professional (hcp) also had a question regarding why the shock channel was flat during an atrial tachy response (atr) episode. Ts explained what occurred during that episode. The plan is to perform isometrics with the patient in the next follow-up appointment. The device remains in use. No adverse patient effects were reported. Additional information received indicates the patient went in clinic and troubleshooting was performed. There were stable impedances during isometrics. A defibrillation threshold (dft) test with a 1.1 joule (j) shock was performed resulting in an in-range impedance. Ts provided their insight on the results. Ts also provided insight regarding what was occurring when the flat egm occurred. The device remains in use. No additional adverse patient effects were reported.